Manufacturer narrative:
Concomitant medical products. 7279 crt, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of wound swelling and redness of the right precordial region. It was noted that the left ventricular (lv) lead was located right beneath the wound. Skin necrosis was noted, therefore necrectomy and repositioning of the lead loop was performed at the time of wound debridement. Approximately five months later, wound dehiscence of debridement in the right precordial region was noted. Necrectomy was performed once again. The lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.